Event description:
Boston scientific received information that high pacing thresholds were noted on this device. The right atrial (ra) lead and right ventricular (rv) lead had dislodged from their original implanted site. The dislodgement was suspected to happen during a coronary artery bypass graft (CABG). The ra and rv leads have been successfully repositioned. No adverse pateint effects reported from the procedure. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.